Event description:
Approx two years and seven months later, the pt developed acute myocardial infarction. Cag was conducted and thrombus was observed in the cypher. To treat the thrombus, poba was conducted with a balloon (3.0/14mm) and cutting balloon. The pt recovered and was discharged from the hosp the following day. The target lesion was mid left anterior descending artery. The vessel was a de-novo and eccentric lesion. Aha/acc classification of the vessel was type c. The lesion length was 20.3mm and vessel diameter was 3.2mm. The procedure was an elective case. Pre-dilatation was conducted with a balloon (3.0/20mm) at 12atm for 20seconds. Cypher (3.0/23mm) was implanted at 14atm for 30 seconds. Post-dilatation was not conducted. Ivus was conducted. The residual % of stenosis was 0%. Timi flow before the procedure was 1 and 3 after the procedure. Act was not measured.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. The product was not available for analysis. A device history report review was conducted and this lot of products met all requirements per the applicable mfg quality plan. Thrombosis is a known adverse event associated with coronary stenting. Smoking increases ones risk of experiencing an adverse event associated with coronary artery disease. Review of the available info suggests pt factors may have contributed to the event.